Event description:
It was reported a cortrak tube was placed using the cortrak system. Confirmation was used with cortrak as well as x-ray. The patient was combative during the tube placement so the nurse did not want to secure the tube with a bridal. Tape was used. "Several hours had passed when another nurse noticed the centimeter markings on the tube were not matching up with the patients chart. It had been pulled back from the original placement. The feeding tube was readvanced. It was not sure if the cortrak was used to readvance the feeding tube or if this was done blindly." The feeding tube went into the lung and the patient went into cardiac arrest and died. Additional information received 01-sep-2022 stating the tube was advanced blindly-record updated. Additional information received 02-sep-2022 stating, "once again ¿ this event has nothing to do with a readvancement of a feeding tube. The tube was pulled partially out (between 50-75% of the way out) as a bridle was not possible with this patient (tardive dyskinesia anatomy and movement) and the sticker securement failed. The partially dislodged tube, noted to be at the 30cm mark (at nose), and was not discovered and not caught for 1-2 hours with feeds running. I cannot even answer... Readvancement /lung placement ¿ which did not occur in this case." The event occurred on (B)(6) 2022 at 2115. Lung placement did not occur. The initial tube placement was performed on (B)(6) 2022. The tube was not advanced, it was partially pulled out and not noted for 1-2hrs prior to patient coding/passing. The patient died on (B)(6) 2022 at 2144 and the death had nothing to do with placement or readvancement.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 21-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.